Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant platelet results generated on the cell dyn emerald for multiple samples. The following example data was provided: initial result ((on serial number (B)(4)) = 90, repeats ((on serial number (B)(4)) = 131, 93, 73, 105, and 111, repeat at another laboratory = 17. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for discrepant platelet results generated on the cell-dyn emerald included a review of data and information initially provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. No additional data was provided by the customer including instrument printout analysis to confirm if data flags or messages/alerts were generated. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the cell-dyn emerald for serial (B)(6) was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.